Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading at the time of the call was 254 mg/dl and has treated with the insulin pump. Customer declined any further troubleshooting. No further information reported.

Manufacturer narrative:
No button error alarm was noted. The escape button did not respond due to a flattened button dome switch. The displacement, basic occlusion, occlusion, prime and no delivery tests due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip.